Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to high blood glucose. Blood glucose at the time of event was reported 600 mg/dl. Length of hospitalization was 3 days.insulin pump was in use within 48 hours of high blood glucose event. No further information was available.